Event description:
Patient implant of a 25-16-120bl bifurcated device, a 25-25-75l proximal extension and a 16-16-88l limb extension. After post-dilatation ballooning, there was an intraoperative type iii endoleak between the main body and proximal extension that could not be resolved with additional ballooning. A palmaz stent was placed which resolved the leak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn at this time.